Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the el5ml device have difficulty closing the jaws when firing (as you state "el5ml struggled to stay around intended structures")? Or did the el5ml clip struggled to stay around intended structures? During the firing, the jaws appeared to fully close but upon opening of the jaws, the clip did not remain closed and would slide off the intended structure with minimal interaction.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being used for the ligation of vessels and cystic duct. This was a complex case and the tissue was quite thick. The device struggled to stay closed around intended structures and would scissor or slip off the tissue easily, requiring the intervention of an endoloop to ensure the vessels and duct remained sealed. There was a delay of 2-5min. There was no patient injury reported.